Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was failed to remove from the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of difficulty removing guidewire from the lead was confirmed. As received, a complete lead was returned in one piece. The guidewire that was used in the field was not returned with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was tested with a guidewire and insertion restriction was noted at the middle region. Visual inspection found blood/body fluids clogged inside the inner coil in this region. X-ray examination was performed, and no anomalies were noted inside the inner coil. The cause of the reported event was isolated to the blood/body fluids clogged inside the inner coil.